Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to liquid ingress on causing short circuits.

Event description:
Upon evaluation of the customer's device, stryker observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.

Event description:
Upon evaluation of the customer's device, stryker observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.